Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they alleged insulin pump of under delivery due to which had high blood glucose of 400 mg/dl. The customer stated was resulted positive in ketones test and experienced nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated she was using the insulin pump but after the high blood glucose incident yesterday, she decided to stop using the insulin pump and she was right now with alternative therapy of insulin pens. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was treated with manual correction or insulin pen. Customer was alleging possible insulin pump under delivery because she already change infusion set, the insulin and reservoir but the issue persisted also because after 3 hours of bolus application she kept on getting high blood glucose. Customer insisted that the there was an anomaly with the basal infusion. Customer stated high pressure test was passed. The device will not be returned for analysis.